Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient who was receiving fentanyl (1500mcg/ml at 378.9mcg/day) and clonidine (100mcg/ml at 25.26mg/day) via an implantable pump. It was reported that the patient relayed to the physician and manufacturer representative (rep) that they were experiencing "withdrawal symptoms every night at the same time around 4-7pm and could feel that their pump was flipping in the pocket." The patient stated to the rep that they did not have any falls and could manually flip their pump to give themself boluses when needed. The patient proceeded to show the rep what they meant by flipping their pump. It was unknown if any diagnostics occurred. The rep tried to interrogate the pump and could not do so. The rep planned to interrogate in the operating room in a sterile environment; however, the patient decided to manually manipulate their pump for the rep to interrogate against guidance. A surgery was scheduled to determine what was causing the flipping but was delayed and the patient left. The surgery occurred six days later on (B)(6) 2026. There was unsuccessful aspiration from the catheter access port; therefore, the entire catheter was replaced. The medication was removed from the pump to measure and the expected volume was correct. Aspiration was successful after replacing the catheter.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: indura; product ID: 8709sc (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2011, product ID: 8578 (lot: hg1wk4z04); product type: 0184-catheter; implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2026 product type catheter p roduct ID 8578 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.